Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The o2 sensor was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator oxygen (o2) sensor failed to calibrate. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.